Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's atrial lead presented with loss of capture due to dislodgement, as discovered upon x-ray examination. The lead was attempted to be repositioned in a procedure on (B)(6) 2021, but was ultimately explanted and replaced. Post-procedure the patient was stable.